Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records was performed. Medical records were received and reviewed and the investigation of the reported event is currently underway. Medical records review: the patient with left lower extremity claudication was scheduled for angioplasty and possible stenting. The right common femoral artery was accessed and a runoff study demonstrated focal superficial artery (sfa) occlusion in its distal portion at the adductor canal region. An atherectomy of the distal sfa was performed followed by two inflations of the focused force percutaneous transluminal angioplasty balloon dilatation catheter. Following balloon angioplasty, contrast angiogram demonstrated one area of suboptimal angioplasty and a questionable area of dissection. Intravascular ultrasound identified an area of subintimal dissection that extended more proximal than expected. The distal aspect of the intervention was widely patent. Both areas referring to the suboptimal angioplasty as well as the intimal dissection regions were felt to be flow limiting and therefore required stenting. A bare metal stent was then successfully deployed across this region and then post dilated. Completion angiography revealed wide patency of the intervention and no evidence of distal embolization. No complications were encountered. (Device manufacturer date: 04/2018). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter, vessel dissection was identified after two inflations in the superficial femoral artery. Reportedly, the dissection was treated with a stent; completion angiogram demonstrated wide patency of the intervention.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Following balloon angioplasty, contrast angiogram demonstrated one area of suboptimal angioplasty and a questionable area of dissection. However, there was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2020), (manufacturing date: 04/2018).

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter, vessel dissection was identified after two inflations in the superficial femoral artery. Reportedly, the dissection was treated with a stent; completion angiogram demonstrated wide patency of the intervention.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter, vessel dissection was identified after two inflations in the superficial femoral artery. Reportedly, the dissection was treated with a stent; completion angiogram demonstrated wide patency of the intervention. New information: it was reported through clinical trial, approximately eight-month post index procedure, angioplasty was performed and identified 90% stenosis at the target lesion. It was further reported that a sent graft was placed to treat the lesion.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Following balloon angioplasty, contrast angiogram demonstrated one area of suboptimal angioplasty and a questionable area of dissection. However, there was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter, vessel dissection was identified after two inflations in the superficial femoral artery. Reportedly, the dissection was treated with a stent; completion angiogram demonstrated wide patency of the intervention. New information: it was reported through clinical trial, approximately eight-month post index procedure, angioplasty was performed and identified 90% stenosis at the target lesion. It was further reported that a sent graft was placed to treat the lesion.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Following balloon angioplasty, contrast angiogram demonstrated one area of suboptimal angioplasty and a questionable area of dissection. However, there was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial, that during an angioplasty procedure with a focused force percutaneous transluminal angioplasty balloon dilatation catheter, vessel dissection was identified after two inflations in the superficial femoral artery. Reportedly, the dissection was treated with a stent; completion angiogram demonstrated wide patency of the intervention.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical records review: the patient with left lower extremity claudication was scheduled for angioplasty and possible stenting. The right common femoral artery was accessed and a runoff study demonstrated focal superficial artery (sfa) occlusion in its distal portion at the adductor canal region. An atherectomy of the distal sfa was performed followed by two inflations of the focused force percutaneous transluminal angioplasty balloon dilatation catheter. Following balloon angioplasty, contrast angiogram demonstrated one area of suboptimal angioplasty and a questionable area of dissection. Intravascular ultrasound identified an area of subintimal dissection that extended more proximal than expected. The distal aspect of the intervention was widely patent. Both areas referring to the suboptimal angioplasty as well as the intimal dissection regions were felt to be flow limiting and therefore required stenting. A bare metal stent was then successfully deployed across this region and then post dilated. Completion angiography revealed wide patency of the intervention and no evidence of distal embolization. No complications were encountered. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 03/2020). (Manufacturing date: 04/2018).